Event description:
Doctor reported a pt presenting with eye pain in both eyes. Upon examination, pt was diagnosed and treated for corneal erosion. Three weeks later at a follow up visit, the corneal erosion was improved. The injury did not penetrate the bowman's membrane and there was no permanent decrease in visual acuity. There was a central corneal scar.

Manufacturer narrative:
The product was not returned for eval and the lot number info is not known. Doctor did not relate the event to a specific product. Based on all info, no causal factor can be determined and no conclusion can be drawn.